Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg) for one patient sample. The initial result was 7801 and the repeat result on the next day was 23354. No unit of measure was provided. No adverse events were alleged regarding the event. The hcg reagent lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The hcg reagent lot number was 00158515. Insufficient information was provided for further investigation. A specific root cause could not be identified. The sample was from a pregnant female. According to the information given due to falsely low ss-hcg abortion was suspected and an extra ecograph, which might have been unnecessary for the patient, was performed. The patient #s current condition is good

Manufacturer narrative:
Additional information was received concerning the patient involved in the event. The initial result was generated on (B)(6) 2010 and the repeat result was generated on (B)(6) 2010. The initial result was reported outside the laboratory. The patient was pregnant.